Event description:
It was reported that the pump was programmed to run infusion on a patient. When the nurse came back, the pump was not infusing. There was no patient harm.

Manufacturer narrative:
Additional information added to: h4. The customer¿s report that the pump was not infusing could not be confirmed. The customer did not return any product for this investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time.ed camshaft. The root cause was not identified. The customer did not return any product.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the pump was programmed to run infusion on a patient. When the nurse came back, the pump was not infusing. There was no patient harm.